Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ message during a supply change, which was reproduced during fill tubing and resolved after removing all supplies, performing a dry run, and completing a supply change with new supplies, after which delivery resumed. Symptoms included no reported adverse clinical effects, and the user¿s blood glucose during the incident was 155 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education, review of device notifications, and confirmation of successful operation after supply replacement. Investigation of this case revealed a transient delivery interruption consistent with an occlusion or flow obstruction during fill tubing, with normal function restored after supply replacement and system restart; no persistent device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related or supply-related obstruction during setup.